Manufacturer narrative:
The device is not being returned but photographic evidence was provided. Based on the provided pictures the complaint could not be confirmed or unconfirmed. A lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. A review of complaint history revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, was being used on (B)(6) 2021 during a whipple procedure and the ¿trocar cleaner tip in the laparovue pack fall off inside the trocar while in use, and they had to use an instrument to push the tip inside the patient to be able to extract. I was informed that this has happened a few other times besides the recent event.¿ after further assessment, it was found there was a couple minutes delay and the procedure was completed. There was no patient injury.cen-33369 captures the original incident. Cen-34387 was created to capture the other events mentioned.